Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, they could not attach the anvil and the stapler properly. They used a stapler and it worked properly. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.